Manufacturer narrative:
Investigation is complete to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information from this patient that they no longer had this lead implanted. The patient expressed discontent for the physician and alleged the physician had nearly killed them. Event clarification was requested from the field representative who later reported that this lead was explanted due to an infection over three years ago.